Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use fortrex balloon to treat cephalic vein in the upper arm. Under the guidance of intracavitary ultrasound, the fistula vein was punctured along the blood flow from the upper arm cephalic vein. After blood was returned, the micropuncture sheath was quickly exchanged, and then the 0.035 guide wire was entered.the wire passed smoothly through the vascular occlusion (elbow fistula vein), and continued to pass through the occlusion to the basilic vein until the axillary vein. The balloon catheter was placed along the guide wire and it reached the occlusion. The balloon was pre dilated at 12-24 atm. It was reported that when the balloon pressure was increased to 20 atm the balloon ruptured longitudinally. The device was replaced with a new balloon catheter. It was reported that the surgery failed.